Manufacturer narrative:
The patient had also a primary surgery for the left knee, not involved in this complaint, on 01 june 2015. No actions were taken for this knee and no further revisions were planned. Additional information received from the initial reporter on 20 december 2016 and includes: the surgeon revised only the liner. The pathogen was not yet available. Batch review performed on 29 december 2016. Lot 150466: (B)(4) items manufactured and released on 08 september 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Hematogene infection was detected during a regular control. Pain as the trigger as well as swelling. The right knee was revised with debridement, washing and inlay change. Antibiotic therapy foreseen at the moment.